Event description:
Patient reported event: patient was implanted in 2002. She contracted infection in 2006--"pieces of mesh floating around" caused infection. Mesh was explanted in 2007. In 2006 operative report description of event. Patient "developed a hernia after a gastric bypass procedure" which was "repaired with mesh and had developed swelling and drainage from the supraumbilical incision after a few years". Surgery confirmed that the mesh was infected. Surgeon "was able to remove probably 3/4 of" the mesh, "leaving just the very most lateral edge. This was quite far away from the midline and really the only contamination of the mesh was at the center of the wound. "Surgeon did not want to place another piece of mesh in a contaminated field, so after irrigating the wound, the area was closed the sutures.

Manufacturer narrative:
In 2006, operative report does not report of "pieces of mesh floating around" as was stated by the patient at time of initial report of event. Currently no medical record information has been received for a procedure performed in 2007. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. It was reported that the explanted product was discarded and is not available for evaluation. We will submit a follow up report when/if additional information becomes available.